Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error alert occurred. Data was evaluated and the allegation was confirmed. Probable cause was determined to be loss of connection due to patient closed the mobile app. The reported issue of an error alert is reportable based on the finding of a loss of connection for over 1 hour. No injury or medical intervention was reported.